Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was discarded by the customer, therefore not returned and unavailable for a physical evaluation. A manufacturing record evaluation was performed for the finished device lot number and no non-conformance was identified. Based on the current available information, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during an unspecified surgical procedure for shoulder, it was found that the five (x5) versalok threader tab devices were being used when the surgeon attempted to deploy the anchor in question with a deployment gun, but the anchor was not stable and came loose after the fire. Four anchors were then used, but a similar event occurred and all five anchors failed to deploy in the body and came loose. With another implant, the tear was sutured and the surgery was completed. There was 60 minutes surgical delay and no harm to the patient. The exact date of the event was unknown. However, it was reported that the event occurred in 2024. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. This is report 5 of 5 for (B)(4).